Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of 253, 336, and 161 mg/dl when all tests were performed within 10 mins on the advantage sys. Rptr alleged he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported or treatment rec'd. A request was made for the return of the suspect prod and replacement prod was sent.